Manufacturer narrative:
Distributor performed evaluation and any required repair.

Event description:
It was reported by the distributor there was phantom motion of the lift, due to the hand pendant being stuck under the bed and the down button being compressed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.